Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the failure had occurred because the password-generating system malfunctioned, preventing the release of pockets. A field service engineer reset all cable connections, verified hardware integrity, and reinstalled the drawer. The system was tested and confirmed to be functioning as intended. The system operated normally after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple pockets not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.